Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was unable to cross the lesion. When the physician attempted to remove the device from the patient, resistance was encountered in the lesion or inside the guide catheter. They checked the device outside of the patient, the mount section of the stent was found to be lifted. The procedure was completed with a 3.0x20mm promus element plus drug-eluting stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged. The entire stent was slightly bent. Struts on the third most proximal row were bent outwards. The proximal side of the stent was pushed 1 mm distally causing various rows to bunch into each other up to the 9th most proximal row. This type of damage is consistent with the stent meeting resistance upon withdrawal. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 3.00x24mm promus element¿ plus drug-eluting stent was unable to cross the lesion. When the physician attempted to remove the device from the patient, resistance was encountered in the lesion or inside the guide catheter. They checked the device outside of the patient, the mount section of the stent was found to be lifted. The procedure was completed with a 3.0x20mm promus element¿ plus drug-eluting stent. No patient complications were reported and the patient status is good.